Event description:
The customer reported that the system intermittently had no image. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.